Event description:
It was reported that the c-arm right side panel buttons are not working. The tech stated that the c-arm rotational buttons are intermittently unresponsive and sometimes instead of rotating, they will move the c-arm up and down instead. The fe installed new switches and the machine was working as intended. No additional details available.